Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir ¿suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style¿ this record is for a left side. The device was explanted.